Event description:
It was reported that some effusion in pericardial space occurred during an ablation procedure using a biosense webster navistar thermocool catheter. The physician reported that this event was procedure related, and not device related. No medical intervention was required and the prognosis for pt was reported as excellent.

Manufacturer narrative:
This complaint was part of a study based in another country, which was originally believed to have been part of a clinical trial (pre ce mark or ide). The event occurred in 2007 and was not entered as a complaint, at which point it was determined a reportable complaint. The catheter will not be returned for evaluation as it has been discarded by the customer.